Manufacturer narrative:
Concomitant medical devices: 507153 lead, implanted (B)(6) 2007.

Event description:
It was reported that the patient "was having some problems with [the] device." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.